Manufacturer narrative:
The investigation is in progress. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
During an onsite visit the fse (field service engineer) checked the device and found system meets company specifications. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
An ophthalmologist reported a poor flap formation; thin flap. The procedure was completed without incident. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Event description:
An ophthalmologist reported a poor flap formation; thin flap. The procedure was completed without incident. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye. ---------------------------------------------------- upon additional follow up, the reporter indicated there has been no adverse effects in terms of the procedure results and visual outcome. The patient did not require any further intervention.